Manufacturer narrative:
This report is being supplemented to provide additional information based on results of an olympus endoscopy support specialist (ess) visit to the user facility, the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. An olympus ess visited the user facility on 14nov2023 where a refresher reprocessing training was conducted. No deviations were found. The repair results were reviewed with the customer and wall charts were updated. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >100,000cfu. Bacterial identification: bacillus species. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end, forceps elevator. Cfu: unknown. Bacterial identification: micrococcus luteus, staphylococcus hominis. Sampling from: biopsy ch/suction ch. Cfu: unknown. Bacterial identification: staphylococcus hominis, kocuria rhizophila. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation; however, the physical device evaluation has not been completed. Prior to the device evaluation, the device will sent out for additional microbiological testing. The microbiological analysis results are pending. An olympus endoscopy support specialist will be dispatched to the user facility to observe the customer's reprocessing technique, as there was a report of a positive culture. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope tested positive for an unexpected contamination, and a borescope showed defects at the distal end of the scope. The issue was found during a monthly routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.